Event description:
Dealer is stating that the unit is not working properly, no mention of what the issue is. But unit was just returned from repair via (B)(4). Unit needs to be escalated since this is the 2nd time the unit has been in for repair in the past few months. No other details provided. A call place to end user alleging unit is getting amber light and has a noisy compressor.